Manufacturer narrative:
Since no serial number was provided for the subject device, it is unknown if the zio patch was returned to irhythm for evaluation. Irhythm was unable to follow up with the patient as no contact information was provided; therefore, no additional information is available. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. This is 1 of 2 reports. This report is being submitted to report the detachment of the device. Please cross-reference related medwatch (mw5149425) and MFR. Report number 3007208829-2024-00046 that was submitted to report the unknown device failure. H3 other text : unknown serial.

Event description:
On january 16, 2024, irhythm received a medwatch report (mw5149424) that states a patient was prescribed a zio patch by their healthcare provider. The report states the device was applied to the patient and that it detached after 7 hours and 24 minutes of use. According to the report, the patient believed the patch detached due to being close to expiration. Allegedly the patient received a second device that lasted a little longer; however, the device did not function properly (failure unknown). No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.